Event description:
Patient with c-4 complete injury in operating room for cervical stabilization. Mayfield skull clamp used. Set-up completed and checked. Just prior to incision, patient's head noted to drop slightly, head supported. Mechanism checked. The locking mechanism, the part that rotates to secure position, had separated from the stationary part of the clamp. Patient neurologically at baseline.